Manufacturer narrative:
The reported event was addressed with phone support. The site removed the obstructions. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer called a technical support engineer (tse) and reported that the system had non-recoverable error 95. When the customer called the clinical sales representative (csr), they were not in the hospital and the surgeon already had converted to open surgery because of the error. After several restarts the error did not clear. Caller went to the site and performed a hard power cycle. After this the system did not show the error anymore and system powered up normally. Tse confirmed error 95 pointing to over temperature in the video processor (vp) at the time of the surgery. The error did not show in the logs at the time of the call. Tse checked the logs and noticed error 833 pointing to a temperature warning. Suggested caller to check vsc filters and double check that the vsc airflow was not blocked. Caller will check once the surgery is finished. Asked caller also to request the staff to call the technical support hotline as soon as there is a problem. Caller understood and will inform the staff but also stated that at the time of the error there was nobody able to speak proper english. The csr called back with more information. He checked the filters of the other system the hospital has, and those filters were very dirty. Filters of both systems were cleaned at the same time. He also noticed during the ongoing (converted to open) surgery that a drape from the anesthesia is in front of the vsc disrupting the airflow. Surgery is expected to finish in about one hour after which he will clean the filters and call technical support back. Tse found that system was switched off and called the csr. The csr informed tse that the filters were indeed dirty. They cleaned them and the system powered up without problems. Tse confirmed that logs are clean, and no errors are pointing to temperature issues. Procedure was converted to open surgery with no patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed the procedure was converted to open due to the system repeating errors (95). Reporter also confirmed that the surgeon went into the procedure not anticipating possibility of converting/aborting due to patient anatomy. The patient tolerated the change to open surgery and there was no injury to the patient. There was a system malfunction prior to procedure conversion, there was error 95 - non recoverable fault. The troubleshooting was not performed with technical support (e.g., dvstat). The issue was resolved via troubleshooting. There was no harm to the patient due to system malfunction. The surgeon believes that the system error caused or contributed to the reported system malfunction. The system was inspected prior to use and there were no issues noted during set up of the system. The procedure had been in progress approximately 90 minutes when the issue occurred. There were no post-operative complications for the patient following the surgical procedure.